Event description:
Falsely elevated troponin (ctni) results were obtained on several pt specimens. The falsely elevated results were reported to the physicians. The physician questioned the results. Quality control was assayed and the results were elevated. The pt samples were analyzed at a reference laboratory and normal results were obtained. Corrected results were issued to the physicians. Troubleshooting of the device by co personnel resulted in instrument maintenance. After maintenance was completed, repeat analysis of the pt specimens for ctni obtained normal results. There were no adverse health consequences as a result of the falsely elevated ctni results.

Manufacturer narrative:
Instrument maintenance was performed and resolved the instrument malfunction.